Manufacturer narrative:
The 6.5mm implant removed was implanted 4 plus years earlier by another physician on an unknown date. The symmetry 6.5mm implants have not been distributed for several years.

Event description:
Implant removal - initial implantation procedure was performed by another physician sometime in 2014. Patient had been dealing with pain that was managed non-operatively until now. Removal physician believed the 6.5mm implant was impinging nerve.